Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The site reported that the 30-degree endoscope plus image was upside down. The customer received phone assistance from the technical service engineer (tse). Tse had the customer manually flip the endoscope base, cancel tool memory, and the image orientation was now normal. The system was verified and ready for use. Device history record (DHR) review for the device(s) involved with the reported event has been completed. No non-conformances were identified. The probable root cause of the reported issue is attributed to improper customer setup. This issue can be resolved by manually flipping the scope base and cancelling tool memory.

Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the 30-degree endoscope plus image was upside down. The customer received phone assistance from the technical service engineer (tse). Tse had the customer manually flip the endoscope base, cancel tool memory, and the image orientation was now normal. The procedure was completing as planned with no reported injury.